Event description:
A (B)(6) male pt called zoll customer support to report that his monitor screen was blank. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device of monitor sn (B)(4) has been completed. The reported problem (screen black) has been confirmed. As rec'd, the monitor would not power on. The cause of the monitor not powering on was a flash memory failure (component u102 and u105) on the c/a board sn (B)(4). The flash memory had an intermittent connection, which was discovered through the use of a target memory test. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress has not been positively identified, but the fractured connection may have been accelerated through rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The pt rec'd a replacement monitor.